Event description:
(B)(4). Started dealing with numbness and nerve damage...started to get numerous abscess on outer pelvic area and recently have had another this past month..boils. Itching. Irritated feeling. Pain pain and more pain.